Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the right dart was deployed successfully through the ligament. The left dart, however, did not deploy as intended. The doctor tried to deploy the suture three times with no tension applied, but there was no feedback from the handle. Upon taking the handle out, he realized that there was no dart at the tip of the suture. The nurse confirmed that there was a dart before she passed it to the doctor. However, the dart was nowhere to be found. Reportedly, no x-ray has been performed to confirm if the dart is still inside the patient. The physician resolved the issue by using another capio slim device and another dart from another kit to tie against the loose end of the suture, and completed the procedure. There was no known impact or consequence to the patient. The patient's condition at the conclusion of the procedure was reported to be stable.